Event description:
It was reported that during an attempted implant, the leads were unable to reach the target position. Due to the patient not being able to bear a long operation, the physician finally elected to give up the implantation and remove the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).